Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and determined the reason for the device not delivering shock therapy to this patient. The caller was going to discuss programming options with this patient's physician. The physician reprogrammed the vt zone to 185bpm. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented to the hospital with ventricular tachycardia (vt) and external defibrillation was required to stop the arrhythmia. The caller provided the programming details and was inquiring as to why the device did not deliver shock therapy for this patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.